Manufacturer narrative:
During the device evaluation, heat generated by the fiber optic cable and lens and building up inside the system due to a damaged fiber optic cable and lens assembly was identified as a probable cause of the reported event. The device was not returned to the user facility, as it is not repairable.

Event description:
It was reported that during servicing conducted at the manufacturer facility, the plug of the fiber optic cable was melted. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during servicing conducted at the manufacturer facility, the plug of the fiber optic cable was melted. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.